Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) battery is swollen and having trouble pressing the power button on the pdm. The patient also states he has trouble plugging and unplugging the charger in the pdm.

Manufacturer narrative:
The returned swollen battery investigation is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.